Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). No anomalies were found. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that the patient developed a pocket hematoma after implant. During evacuation of the hematoma a hole was found in the subclavian artery requiring repair. Follow was unable to determine if the hole was caused by the leads. It was also reported that the patient continued to bleed through the procedure and required a blood transfusion post procedure. The device, left ventricular lead, right atrial lead and right ventricular lead were all explanted. No further patient complications have been reported as a result of this event.